Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was experiencing lack of pain. A catheter dye study was performed and showed no noticeable occlusions with the catheter. Later, the patient began to experience symptoms that may be related to withdrawal. The following day, the patient arrived at the site with full withdrawal symptoms. A fentanyl injection was administered to the patient and the daily dose was increased. The patient continued intrathecal therapy and will be reassessed at a subsequent appointment.

Manufacturer narrative:
(B)(4).

Event description:
At the last appointment, it was reported that the patient is doing well and had no other issues.

Manufacturer narrative:
(B)(4).

Event description:
At the subsequent appointment, the pump was reset and appeared to be operating normally. The pump will be re-evaluated at the following appointment.